Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Since the device is not available for return, a technical evaluation cannot be performed.

Event description:
It was reported that a patient was on veno venous extracorporeal life support (ecls) with the elite bi-caval catheter and needed to switch to veno arterial ecls. A "y" connector was put on the elite catheter and a second line was inserted in the femoral. The deoxygenated blood was drained from the leg and both lumens of the elite catheter were used to refuse the oxygenated blood. The venous (larger) lumen of the elite catheter clotted off and was replaced with a standard single lumen catheter. The customer is aware this was off label use but thought it was the best course of action for the patient at the time. (B)(4).